Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue preceded by a loud alarm sound after bathing while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data and alarm history revealed multiple, consecutive records of power on reset events on (B)(6) 2014. On investigation, the pump powered on, however, the display screen remained blank. The a power issue was not duplicated during investigation. The pump did not emit any alarm during investigation. Investigation revealed moisture corrosion inside the pump on the printed circuit board and the display flex and connector. A leak test revealed a moisture leak at the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).